Event description:
Reporter indicated her vns therapy programming handheld would freeze everytime she interrogated a device, after programming changes, and after diagnostic testing. She reported that she would have to either perform a soft reset, hard reset, or re-seat the flashcard when the handheld would freeze in order to resolve the issue. Good faith attempts to obtain the handheld for product analysis are currently being made.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.